Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).